Event description:
It was observed during the device inspection, that the subject device exhibited foreign material coming out of the nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿instructions for gif/cf/pcf-290 series operation manual chapter 3 , ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5 ,¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the event.¿ based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the foreign material may have been unremoved because the reprocessing practices were not consistent with the instructions from the IFU. Olympus will continue to monitor the field performance of this device.